Manufacturer narrative:
A ge service representative performed an on site investigation. The video controller board was reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system had blank images during a case. The procedure was completed. No patient injury was reported.